Manufacturer narrative:
The hcp reported the end cap of the sensor broke off during the removal procedure. The rest of the sensor was removed subsequently. All pieces of the sensor were retrieved from the user. According to hcp, the user was doing fine after removal. No further resolution was found necessary for this complaint.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where a sensor broke during the removal procedure.